Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device surface was scratched, the coupling tool side was worn out, the motor had seized, moved heavily and was jammed. It was also observed that the trigger was blocked, jammed and moved heavily and the control was smashed. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check the triggers and electronic control unit (ecu) function and check the attachment coupling. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.